Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® endoprosthesis featuring c3® delivery system. It was reported the trunk-ipsilateral leg component was implanted into an angulated and tortuous proximal aortic neck. Reportedly, the device did not achieved good wall apposition along the inner curve during deployment. Final angiography showed exclusion of the aneurysm with no evidence of an endoleak. The procedure was concluded without any further reported issues, and the patient tolerated the procedure. On (B)(6) 2014, follow-up imaging identified a proximal type I endoleak. The physician elected to continue to monitor the endoleak. On (B)(6) 2015, follow-up CT imaging showed that the endoleak remained with reportedly aneurysm enlargement of 2mm. On (B)(6) 2015, an additional procedure was performed to treat the proximal type I endoleak. An aortic extender component was implanted for proximal extension. The physician elected to conclude the procedure without resolution of the type I endoleak, but reportedly the volume had significantly decreased. The physician will continue to monitor the endoleak and the patient tolerated the procedure.